Event description:
It was reported that the patient presented for a check-up in early 2009. The lead exhibited 220 ohms impedance, and loss of capture at 7.5 v.

Manufacturer narrative:
No medwatch form was received.